Manufacturer narrative:
Findings: all buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/lcd keypad connector during visual inspection. Pump monitored in 50c oven for several days and no frozen display or constant tone noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump passed the a21 error test. No a21 alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 265 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.